Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be interrogated due to no radio frequency telemetry. The ICD was reprogrammed, and telemetry was restored. There were no patient consequences.